Manufacturer narrative:
Additional devices implanted: tgu343410/13118113, tgu373715/13185249. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, this patient was implanted with three conformable tag thoracic endoprostheses. On (B)(6) 2016, a type ii endoleak was identified. On (B)(6) 2016, the patient underwent a reintervention whereby successful coil embolization of the false lumen of the thoracic aorta was performed. The patient was discharged on (B)(6) 2016.